Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels (300 mg/dl) the customer would deliver bolus via the pump to stabilize bg level. The customer stated to have been changing basal rates with the health care provider to address elevated bg's and believes the pump is not functioning properly. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.